Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire service technician verified the customer reported issue. The unit was opened found out that the encoder panel flex was plugged in but not locked at jp500. Technician locked the flex and the unit powers on/off properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel unit will not power down. At this time, there is no information regarding patient involvement associated with the reported event.